Manufacturer narrative:
(B)(4).if additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 12, 2010 ¿ november 13, 2010. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was missing the ¿top tip¿. This was identified before use. There was no patient involvement. Additional information was requested and is not available. This is report 8 of 24.